Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. On an enhanced safety surveillance (ess) surgeon survey that an unspecified activel was implanted during a total disc replacement (tdr) procedure performed on an unknown date. According to the complainant, the surgeon reported a "sensory neurological" safety event experienced by a patient implanted at l4-l5 with the activl spike endplate. The complaint device was not available to be returned to the manufacturer for evaluation. Although requested, additional information has not been made available. The adverse event is filed under aic reference (B)(4).

Event description:
Associated medwatch-reports: 9610612-2021-00528 (400524761 - ae-qas-sp42) 9610612-2021-00593 (400524897 - ae-qas-sp42) 9610612-2021-00594 (400524898 - ae-qas-sp42).

Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that neither an article number nor a lot number was provided, a review of the device history records must remain incomplete. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.